Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2015 it was reported that a ¿failure to open port¿ message was received with the physician¿s handheld. The usb cable was replaced with a different one and this resolved the issue. No patient was negatively impacted by this as an alternative programming system was available. The usb cable was received for product analysis on (B)(4) 2015. Product analysis is currently underway and has not yet been completed.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Product analysis was completed on the usb cable on (B)(6) 2015 which confirmed an open wire connection in the returned serial cable. Product analysis identified that this appears to be cable stress-related. No further anomalies were identified.